Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a crunching noise and clips were malformed on the first three to four firings. The same device was used to complete the procedure. No adverse consequences reported.